Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Attached article - attachment: (B)(4) lit article 11 jun 2019 (1).pdf].

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿fracture of the c-stem cemented femoral component in revision hip surgery using bone impaction grafting technique: report of 9 cases¿, by martín buttaro et al., published online by hip int 2015; 25(2): 184-187 doi: 10.5301/hipint.5000210, 03 feb 2015 was reviewed for MDR reportability on 06/10/2019. The purpose of this paper was to look at fracture of the c-stem cemented femoral component in revision hip surgery using bone impaction grafting technique from 2006 to 2013. There were 6 long stems and 3 conventional stems that fractured. Two of the 9 cases had been previously operated on in another institution and that information is not in this paper. There were 6 males and 3 females, with an average age of 65 years. Original diagnosis was osteoarthritis in 7 cases, developmental dysplasia of the hip in 1 case and rheumatoid arthritis in 1 case. Revision diagnosis prior to the stem fracture was aseptic loosening in 5 cases, a previous stem fracture in 2 cases, an osteosynthesis plate fracture after a periprosthetic fracture in 1 case and a periprosthetic fracture in 1 case. Bone allografts from frozen femoral heads were utilized, as well as cmw1 with gentamicin cement. The paper noted that in a series of 621 c-stem cases, 34 revision occurring after the average 13-year follow-up due to loosening, 2 were associated with stem fracture. The stem had caught the trochanteric wire at the time of stem insertion creating a defect in the proximal cement mantle. This problem is said to relate to surgical technique rather than implant design. This pc is being created to report the malfunctions and serious injuries noted in this paper for the patient's with c-stem implants that do not have patient identifiers attached (general).